Event description:
Please reference section h11.

Manufacturer narrative:
This report is submitted as an initial report but is designated as follow-up no. 1 to correct the MFR number submitted on 06 feb 2025, which contained an incorrect MFR number, and to update section d4 catalog number from 'cx*fx25' to 'cx-fx25w'. The correct MFR number is: extra information in the report is filled out as they are required fields for reporting as an initial report. All other information remains unchanged.